Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - what is the surgeon's opinion of the possibility of the needle being retained in the patient? Are there any plans to continue searching for the needle inside the patient or any different post op treatment? - was there any additional tissue damage as a result of searching for the needle piece(s)? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Product will be returned 2/21. Will send tracking information then. Attached are the answers to the below questions. (Please refer the attached image).

Event description:
It was reported that a patient underwent a bilateral spinal cord simulator placement procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported by the sales rep that during a bilateral spinal cord simulator placement, the tip of the needle did not feel right and appeared broken. Case was completed with a like device. No patient harm was reported. The fragment did not show up on the x-ray. Device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/25/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was 8665g. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The needle breakage was observed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.